Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An impl tapered scr-v ha 4.7 mm 4.5mm 13mm (tsvwh13) was received for investigation. Visual inspection of the as returned product identified signs of wear from use in the form of residue coating the implant and fracturing of the implant collar as reported. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (61659898). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 61659898) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided, weight unknown / not provided, email address unknown / not provided, additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the collar of the implant fractured. Tooth location 3.